Manufacturer narrative:
One t3 tapered implant and one certain implant driver (long) were returned for inspection. Visual inspection revealed wear about the threaded region of the implant. The products were seized together and could not be disengaged as normal. Part was functionally tested. The implant was unable to disengage from the driver without excessive force. The separated products were further tested, and it was determined that the implant¿s internal drive feature was damaged, and no longer functions as normal. The driver was functionally tested, and found to function as normal. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the driver would not disengage with a mating implant. The complaint was confirmed following functional testing. A root cause could not be determined. No immediate corrections are required at this time. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Patient identifier not provided (cmp-(B)(4)). Age and date of birth not provided. Gender not provided. Weight not provided. Lot number not provided. Device manufacture date unavailable / lot number not provided.

Event description:
Doctor reported that the implant driver (impdtl) would not disengage from the implant and the implant subsequently could not be placed.